Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 22jul2020 rather than 23jul2020.

Manufacturer narrative:
Date of event is estimated. The event of lead explant/replacement due to invalid impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-23815. It was reported that patient had invalid impedances on all 8 contacts on one scs lead. As a result, the patient experienced ineffective therapy following. The patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored. Since it is not known which device contributed to the issue, all possible devices are being reported on.